Manufacturer narrative:
In trouble-shooting, following the surgery, the medtronic representative exited the spine software and the navigation system showed an odd log out text, on 12/12/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: axiem communication; optical communication. There was a system stahl where the screen had scrambled writing while shutting-down spine software and moving to the home screen. Un-installed and re-installed spine trauma software. System operating properly. The problems with the navigation system has been intermittent. Reported issue could not be replicated. The system checked out normally. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system displayed red camera status. The site reported attempting to shut-down the navigation system and it displayed the error "automatic shut-down of power supply failed. Press and hold the power switch for about 7 seconds" they turned the navigation system back on and it worked normally. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
System event logs were analyzed by engineering, but provided no additional insight regarding the red camera status. Unable to determine cause of reported event with available information.